Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. No traces of moisture were noted. The insulin pump was received with a cracked case at a display window corner, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 173mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.